Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding their implantable drug infusion device. The drug being delivered was 400 mcg/ml sufentanil at 159.36 mcg/day. The reason for use was lumbar radiculopathy and spinal pain. It was reported by the hcp that they ¿would like to turn off the pump permanently.¿ the hcp stated they had been seeing volume discrepancies at refills and the patient was not getting any pain relief. The change in therapy was listed as ¿sudden.¿ it was reported that the issues started ¿one year ago.¿ the hcp was sent the pump off authorization form and they called back requesting the password. There were no further complications reported/anticipated.